Event description:
It was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose.